Event description:
The fse reported that the system intermittently failed to boot as a result of the communication errors. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an investigation. The lemo connector was evaluated and replaced. The system was tested and found to be working as intended and returned to service.